Manufacturer narrative:
Per a follow-up good faith effort response received, the customer received and installed the replacement battery, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that a battery failed alarm error was displayed on the screen while the device continued to cycle breaths. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm) service. No patient or user harm was reported. The bme noted that the battery was past the recommended 5-year replacement as the battery date was 2015. The remote service engineer provided the bme with the part number of the replacement battery for repair. Per initial good faith effort response, the bme requested the replacement battery to be ordered.